Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate shock due to an alleged vt that was diagnosed as an svt. Further information was requested however, was not provided.

Event description:
New information noted that programming changes were performed. There were no patient consequences.

Event description:
New information noted that programming changes were performed and then on (B)(6) 2025 the device was explanted and replaced electively and not due to inappropriate therapy. There were no patient consequences.

Event description:
New information noted that the device was explanted and replaced on (B)(6) 2025. Further information was requested however, was not provided.